Event description:
It was reported that approximately 72 months post implant of a bifurcated device and an infrarenal aortic extension, the patient was seen routinely for follow up on an unknown date and a computed tomography (CT) scan was performed. The CT scan indicated the infrarenal device was not in the position it should have been. The physician elected to correct this by implanting a suprarenal aortic extension. The patient was reported to be doing good.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Patient factors that might have contributed to this event included disease progression due to ongoing risk factors. Sixty months post implant, there was evidence to support a stent graft migration and a type ia endoleak. The secondary procedure was confirmed; the suprarenal stent was placed at an infrarenal position, but successfully mitigated the endoleak. The patient was discharged home on post-operative day one, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be conclusively determined; however, disease progression is a likely factor.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.